Event description:
It was reported that the user experienced hypoglycemia while using the ilet after disconnecting for a shower, then reconnecting, treating with milk and jam, and delivering a meal bolus; the user also reported an occlusion alert and subsequently changed infusion supplies, and review suggested frequent overtreatment of lows and pump pauses that could have contributed to the event. Symptoms included low blood glucose with a nadir of 61 mg/dl and associated automated low and low-soon alerts. Outcomes included recovery following oral carbohydrate treatment without hospitalization. Investigation included review of user-reported event details and device behavior, including alerts and reported occlusion, as well as troubleshooting and education delivered by support. Investigation of this case revealed user management factors consistent with overtreatment of hypoglycemia and pump pausing, with a reported occlusion alert that was addressed by a set change and no further device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user management factors with no confirmed device malfunction.